Event description:
A ventilator was returned to the manufacturer for service alleging the device was alarming. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an open condition was found within the device's power cord. The device's power cord will be replaced to address the issue.

Manufacturer narrative:
Device has been evaluated but not repaired, pending customer approval of the estimate.